Manufacturer narrative:
(B)(4) - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 17-may-2024,it was reported that patient faced four infusion set fell off during use events. The infusion set had been used for less than 3 days. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.